Manufacturer narrative:
(B)(4). Batch # n57748. Device evaluation: the analysis results found that the pph03 device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. In addition accesories were received the device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify, on the complaint submission form you have stated "yes" this is an adverse event. Can you provide further detail of how the procedure was completed using an "open technique"? You have stated that the delay was 30 minutes but that "there were no consequences to patient as the stapler did not fire only because of the non closure of the stapler". Please confirm. Response provided: this was not an adverse event, as stapler didn't fire. This was type error. In open technique, they open up pile mass with monopolars and wound healing techniques they removed pile mass. As stapler didn't fire, they performed surgury with open technique which consumed more time (appx 30 min.) So total time of surgury extended appx 30 min so delay of 30 min happened.

Event description:
It was reported that during the pph surgery, when the stapler was inserted in the anal canal and was tried closing, the stapler did not close and indicator on the stapler did not move, they had to remove the stapler and complete the procedure using open technique using suture and cautery. There was no consequences to patients as the stapler did not fire only because of the non closure of the stapler.